Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain, and weakness. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing) and ceftazidime (1gm, intraperitoneal, once daily, ongoing) for peritonitis. It was reported the patient was not retrained on the proper aseptic technique. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.